Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, device evaluation, and to correct g2. Correction to g2: health professional should not be selected on the initial. Updated d4 (include lot no.) And h4 (mfg. Date) since information was noted once product was returned for inspection. Also updated d8 as product was returned and there was no indication of a third party repair. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the peeling of the tissue pad is likely to have occurred due to the fact that the tissue pad was worn and partly peeled off because the grasping part closed (including after the tissue was cut) without grasping the tissue. The following are the instructions for use which state: "do not activate output while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation". Olympus will continue to monitor field performance for this device.

Event description:
An olympus employee reported on behalf of a customer, during a therapeutic laparoscopic oophorectomy, the sonicbeat tissue pad came off. The event occurred about an hour after use. There were no delays, and the procedure was completed using a replacement device. There was no report of additional anesthesia or patient harm associated with this event.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.